Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990 knee scorpion®, batch number 10277056, was received for investigation. Visual inspection did not identify any damage or abnormalities to the exterior of the device. Functional testing demonstrated that the needle could be fully inserted and that the suture passed through the device as intended. No issues were identified during the evaluation. Refer to the investigation photographs for documentation of findings. Based on the evaluation results, the complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion did not bite down and did not pass suture. This was discovered during the case with no patient harm.